Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing with the occlusion tester, event history log review; and nda testing, the customer problem was duplicated. The pump was found to have a high alarm displayed "downstream occlusion as the downstream occlusion sensor (dso) was contaminated and did not meet specification. The pump was used, and not in its original packaging, and was decontaminated. It was also noted that the dso seal was peeling, and the lens were scratched. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor/bezel/seal, lcd lens, both battery compartment gaskets, keypad, overlay, rear label, and top gasket of the front housing. After the repair, the pump passed all functional tests, and performed as intended.

Event description:
It was reported that the pump failed the occlusion pressure test 3x on the fluke ida-5. Per the reporter, the fault occurred during testing, and there was no patient involvement and no patient harm/adverse event reported.